Manufacturer narrative:
No further information has been provided to date. This report will be updated should additional information become available.

Event description:
Boston scientific received information that this right ventricular (rv) lead was explanted and replaced 10 days post-implant for an unspecified reason. No adverse patient effects were reported.

Event description:
Additional information was received indicating the revision procedure was performed following the patient's presentation to the hospital in cardiac tamponade. No additional adverse patient effects were reported.